Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event. The service technician noted a diagnostic code in the ventilator's log history indicating an oxygen valve stuck closed. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. The loss of oxygen source via the oxygen valve function may compromise oxygen delivery to the patient. The customer did not report the occurrence during any previous usage. The service technician replaced the sensor board pcb as a precaution based on the finding. Performance verification testing was completed and all testing passed per operating specifications.